Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cardiac arrest, hypotension, myocardial infarction and emboli (thrombosis), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported thrombi could not be identified. The reported occlusion and subsequent effects of cardiac arrest, hypotension and myocardial infarction are likely secondary effects/symptoms of the thrombus. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use of the steerable guiding catheter (sgc), the patient experienced a myocardial infarction (stemi) with thrombus in the left atrium, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips (B)(4) were implanted, reducing the mr to 1+. At the end of the mitraclip procedure, coronary angiography was performed resulting in normal left and right coronary flow. 15 minutes later, the patient experienced an st-elevation myocardial infarction (stemi), complicated by hypotension and cardiac arrest. Angiography showed a normal left coronary artery and an occluded right coronary artery. Medications were administered. An intra-aortic balloon pump was inserted and aspiration of the thrombus was performed with final timi 3 flow. A temporary pacemaker was inserted. Per echocardiogram, a thrombus was observed in the left atrium; although, the act value was greater than 300 seconds during the entire procedure. The patient was admitted to the ICU in stable condition. The cause of the thrombus was not determined. No additional information was provided.